Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation treatments. The pt was at a nursing facility and conscious at the time of the treatment. Motion artifact contributed to the first false detection. Sinus rhythm at 80bpm with motion artifact contributed to the second false detection. It was reported that the nursing staff was trying to get the pt to press the response buttons. It was reported that the pt was confused. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The ems were notified and the pt was transported to the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The ems were notified and the pt was transported to the hosp. (Other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor: (B)(4): 11/01/2014 - initial use ; electrode belt (B)(4): 09/01/2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg